Event description:
It was reported the printer is slow and making loud noise. The programmer and radiofrequency (rf) head were returned for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis found that the device failed uplink amplitude testing due to the cable being out of electrical specification. It was also noted that the label was missing the laminate and the upper case lens was slightly foggy. Concomitant medical products: product ID: 2090 programmer. (B)(4).